Event description:
My daughter uses the new medtronic constant glucose monitor with enlite sensors and the inserting device won't let the sensor go. The design doesn't allow the user to grab the sensor while pulling the inserting device off and the sticky part that holds the sensor against the skin right after inserting it is too small and weak, so if you make the smallest tug to remove the inserting device, the sensor comes off with it. Several attempts were made by my wife and my daughter.